Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the emergency vascular treatment got aborted. After the issue with the system was resolved, patient was brought back to ot and the procedure was completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to expose. Analysis of system log file showed oil temperature issue. Upon troubleshooting, fse found leak in the c-arm tube connector and identified oil cooling pump was not working. There was a large amount of oil found inside the c-arm assembly, which was cleaned and removed and also, low level within oil reservoir was identified. To resolve the issue, fse tightened the tube coolant hose fitting and the system was checked again with the coolant pump running, and no further leaks were observed. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.